Manufacturer narrative:
Additional narrative: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to excessive wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor on the compact air drive device had low power. During service and evaluation, it was observed that the compact air drive device housing was broken. It was further determined that the device failed the following pre-tests: general condition, check air hose coupling, check triggers for fwd / rev mode, check for untrue running, check starting behavior, check for air leak, check function of soft mode switch (safety system), check for excessive noise and check the power with test bench. It was reported in the service order that the device power was low. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.